Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed to vibrate during the testing due to a black vibrator motor wire. The insulin pump was also received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump is not vibrating during alarms or during boluses. Customer's blood glucose level at the time 125mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.